Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was broken and torn off. It was further determined that the gear unit was broken. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 4 for the same event. It was reported from (B)(6) that during a scaphotrapeziotrapezoid (stt) arthrodesis surgical procedure, it was observed that the transmission shaft of the attachment device broke and the kirschner wire could not be inserted into the bone. According to the reporter, another attachment device was used and the same issue was observed. The device was in use with related key devices. As a result, there was a three minute delay to the surgical procedure. A second spare device was available and was used to complete the surgery. There was patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.